Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported leaky trocar valves during a right eye vitrectomy procedure. The procedure was completed without consequences to the patient. A product sample has been requested for evaluation.

Manufacturer narrative:
Three opened trocar cannula/hub assemblies were received taped to paper for evaluation. The samples were visually inspected; sample 1 was conforming and samples 2 and 3 were non-conforming with a cut in the septum. The visually conforming sample was then tested for leaking and was found conforming. A device history record review for each of the component lots was conducted. According to the device history record reviews, one lot was reprocessed for anomalies that did not contribute to the customer complaint. The device history record review did not point to a root cause because the lots were reprocessed and the product was released in accordance with all product acceptance criteria. The returned samples had damaged valves. This report evaluation was not able to determine the root cause of the identified valve conditions. Possible root causes for the damaged valves include valve handling during assembly and handling in use. An internal investigation has been opened to address reports of a similar nature. (B)(4).